Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient and patient's mother missed cgm alert for a low blood glucose level. Patient had a hypoglycemic seizure while patient's mother was testing for a low. Patient's mother administered glucagon and an oral gel. Paramedics took the patient to a hospital and treated patient with pain medication and intravenous therapy. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was feeling fine.